Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 the UDI number is not known as the catalogue number was not provided.

Event description:
It was reported that an atherectomy was performed with a stealth device successfully. After atherectomy, angioplasty was performed with an armada 35 percutaneous transluminal angioplasty (pta) catheter. Upon imaging, a dissection and an av fistula was noted in the popliteal region. There were no reported adverse patient sequela and no reported clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction, and the product was not returned. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of fistula and vascular dissection are listed in the armada 35 / armada 35 ll, percutaneous transluminal angioplasty (pta) catheter instruction for use (IFU, potential complications section) as known patient effects. Additionally, unexpected medical intervention appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 health effect - impact code: 4614 removed; h6 health effect - impact code: 4641 added.

Event description:
Subsequent to the initially filed report, the atherectomy was performed to treat a lesion in the mid superficial femoral artery (sfa) with heavy calcification. To complete the procedure and additional balloon inflation was performed once to treat the dissection and the av fistula. No additional information was provided.